Event description:
This rv lead was implanted on (B)(6) 2000. There was a red alert for low pacing impedance, less than 200 ohms. Low right ventricular pacing lead impedance detected on (B)(6) 2011. Reviewed values in the past week. Patient has had a couple of nonsustained events which were appropriate. The physician is dr. (B)(6). Has been hoverina in the low 200s for a while. Was in the 400s 3 years aqo. Cannot . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).